Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial flutter on the right ventricular (rv) channel. There was also three seconds of pacing inhibition. The crt-d system remains in service. No adverse patient effects were reported.